Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: unit is not booting due to a defective circuit board for pressure sensor and pressure sensor circuit, an alarm sound is generated and the front panel is turned off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit was not providing enough flow. The issue occurred during maintenance, with no procedure involved. The device was returned for evaluation and during the evaluation the following reportable malfunction was found (on (B)(6) 2023): an alarm sound is generated and the front panel is turned off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.